Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The pump was also received with cracked case at the display window corner, cracked reservoir tube lip and scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 39 mg/dl. The customer treated with food. The customer stated that the act button does not function without significant force. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.